Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm. The customer¿s blood glucose level was unknown. Customer reported that insulin pump rejects the battery. The customer also reported that insulin pump screen had scratches and it interferes the seeing the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Pump received with severe scratched lcd window, (B)(4).